Event description:
It was reported that the fiber cap loosened during a prostate procedure. The procedure was completed using an alternate procedure (turp). The outcome was reported as "no injury reported to patient".